Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.